Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient developed a fever and observed an odor from the stoma site. On (B)(6) 2019, a swab of the stoma exudate was taken. The patient was diagnosed with a stoma site infection and prescribed topical mupirocin ointment and oral amoxicillin/clavulanic acid for 10 days. The stoma exudate culture results are still pending.